Event description:
A custom PICC line was placed for therapeutic purposes in 2005. After the line had been in place for two days, a pinhole leak was found in the catheter portion inside the pt's arm. The PICC was replaced 3 days later.